Manufacturer narrative:
(B)(4).

Event description:
It was reported that during regular follow-up, over sensed atrial signals were observed. Inappropriate auto mode switching was noted. Atrial lead damage was suspected. Programming changes were made. Patient's condition was good. Lead details are unknown.